Event description:
Angiojet lf140 catheter hooked on stent in a saphenous vein graft going to the diagonal. Dr was attempting to remove thrombus from stent. Catheter destroyed stent according to the customer and dislodged it from pt. Per catheter lab supervisor: ics multi length tetra stent (4.0 by 18mm) had just been completely and properly deployed in a saphenous vein graft (greater than a year old) in the heart (diagonal). Physician saw thrombus, used the lf140 angiojet system to remove thrombus. When backing lf140 into guide catheter, the lf140 hooked the last strut of the stent and pulled the stent out of the pt. Stent placement was at a weird angle which forced the body of the lf140 to hook on stent. A new stent was put in immediately, pt experienced cpk leak and infarction. No surgical intervention was required to remove lf140. Pt was released a few days later with no further complications. Physician who performed angiojet procedure is no longer at facility.